Event description:
During baxter's functionality testing of a spectrum pump, it displayed the 'door not fully latched' message. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the 'door not fully latched' messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.